Event description:
This report is being filed upon notification from our mr MFR in (B) (4), (B) (4) to submit this event that happened in (B) (6), (B) (6). Problem: the pt had a mr exam. He was scanned with the torso xl coil for an abdomen examination. Neither the pt nor the staff noticed anything abnormal during or after the scan. When the pt returned to the hospital the following week, he then stated that a second degree burn had appeared the following day. The burn with an approximate 2.5 cm x 3.5 cm blister appeared on the anterior part of right thigh. The blister was confirmed and treated by the hospital.

Manufacturer narrative:
Eval - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Results - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.